Manufacturer narrative:
Device will not be returned. If the device or additional information become available it will be reported on a supplemental report. (B)(4): device will not be returned.

Event description:
It was reported that: the patient is scheduled for revision of nail.